Manufacturer narrative:
Contact attempts were made to obtain more details regarding to the event with no response. Device was not returned. Complaint could not be duplicated.

Event description:
Information received from a nursecomm call stated that the milk was not going through the pump. The pump sounded like it was running or not alarming. Nurse walked through intervention and nothing was coming out. Nurse recommended the caller to call provider to have pump replaced. No rate or dosage were provided.